Event description:
Ous MDR - pt presented at (B) (6) hospital with vomiting, shortness of breath, debrile, and abdominal pain. Pt was diagnosed with septicemia/urinary tract infection and treated with antibiotics and was discharged on (B) (6) 2009. Pt is part of (B) (4). This adverse event was not related to the implantable defibrillator. The date of implant was not made available.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. Therefore the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.